Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(4).

Event description:
Customer reportedly received results of 14.9 mmol/l and 4.1 mmol/l on the mobile system, and a result of 2.9 mmol/l on the aviva system within 10 minutes. The customer felt unwell with these results. She disconnected her insulin pump and was given dextrose. Low blood glucose symptoms improved over the next 30 minutes. No adverse event related to the mobile or aviva system was reported. Requested return of suspect device however the test cassette for the mobile no longer has any test strips.